Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor, corroded motor home switch and with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump was monitored and no frozen display, failed battery test or battery out limit alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tub and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump froze and it alarmed button error. Customer stated they were wearing the pump when it alarmed. The customer's blood glucose was 6mmol/l. The customer was advised to discontinue use of the pump.